Manufacturer narrative:
Engineering analysis: the complaint details provided do not indicate where the stents came off the balloon and no additional details were provided. On inspection of the 9mm x 38mm x 120cm advanta v12 the stent was still firmly attached between the radio opaque ro marker bands. The stent had a rather large bend exceeding a 20° angle. This was most likely due to the bend going into the superior mesenteric artery (sma). The shaft had also been damaged possibly due to excessive force being used to advance the catheter. The details also indicate that the v12 had to navigate through a cook fenestrated endovascular aneurysm repair graft. To determine that the stent was still functional the stent diameter was first measured and was in line with the other samples measured during the lot qualification testing performed by atrium medical quality assurance. The stent delivery system was then prepped per the instructions for use and the stent deployed to 8atm and then 12 atm with no deployment issues. The stent deployed properly. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that the two lots of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath; ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; alloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm); manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. All samples passed through the introducer sheath without any stent dislodgments. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or the lot of the stent delivery systems in question. Because the stent was found to be properly affixed to the catheters balloon and deployed properly upon deployment we have not been able to determine that the device was defective.

Manufacturer narrative:
(B)(4). On completion of the evaluation a follow up report will be submitted. (B)(4).

Event description:
The stents came off the balloon. No harm to the patient.